Manufacturer narrative:
The device was received for evaluation. During functional testing, the screen would not turn on. The ui to fp flex cable was not connected to the front panel assembly. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the dislodged ui to fp flex cable. Lvp mechanism, adapter plate assembly, door to door o ring, ac adapter and two rubber feet require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a black screen during programming/setup. There was no patient involvement. No additional information is available.